Event description:
It was reported that the customer's insulin pump was not functioning properly. The wife stated that his glucose level has been over 300md/l, and it seems like the device was not giving enough insulin. The caller stated that he boluses 9.0 units of insulin, and his glucose level only dropped to 248mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found low battery and low reservoir alarms. The time and date in the device were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.